Event description:
It was reported that a diagnostic anomaly was observed whereby the pacemaker's battery had reached the elective replacement indicator (eri) and the battery's voltage was 2.59v, but the alert for elective replacement indicator was not triggerred. Review of session records confirmed several consecutive measurements were detected below the elective replacement indicator voltage though no alert was triggered. Built in tolerance by the device to the programmer voltage was discussed as a likely cause. The patient was pending explant for normal elective replacement indicator. There were no reported patient consequences.